Event description:
On (B)(6) 2016, a (B)(6) female pt was scheduled for a total vaginal hysterectomy, bilateral salpingectomy posterior repair with left unilateral sacrospinous fixation of apex. The surgeon utilized the capio open access device with the gor-e-tex needle. The bullet segment of the needle was deployed into the right ischial spine and sacrospinous ligament and while suturing, it was noted that the bullet had become detached. Attempts to find the same was to no avail. Ref MFR # 3003910212-2017-00001.